Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. The initial inflation was also 8 atms. The lesion being treated was a calcified, 90% stenotic lesion in the 1st diagonal branch (d1) cornary artery. The maverick2 monorail balloon was being used to post-dilate a cypher stent. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.